Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device did not seem to be doing what it was supposed to do. Patient services (ps) reviewed how to change programs. Patient said the device stopped helping their symptoms 6 months after implant. Patient said the ins was not flat/flush to the skin like it used to be. Patient said it can be seen the ins was at an angle, patient said the doctor is aware and said it was fine. During the call the patient was able to activate and deactivate MRI mode w/ no issues.